Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been advanced over the lens to mid-nozzle. The lens was still in the loading area under the plunger with the leading haptic extended into the nozzle entry area. The trailing haptic was folded onto the optic in the loading area. Photos were provided that match the returned product. Product history records were reviewed, and documentation indicated the product met release criteria. The root cause cannot be determined. A plunger override was observed. The lens was still in the loading area. A qualified viscoelastic was indicated. Plunger override may occur: 1) due to rapid advancement faster than the instructions for use (IFU) recommend rate. 2) if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. 3) if the device is overfilled with ophthalmic viscosurgical device (ovd), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. 4) if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of the stem mounted on the lens without being able to drive it. Additional information has been requested and received stating there was no patient harm and procedure was concluded the same day using another lens.